Manufacturer narrative:
Date device returned to manufacturer: (B)(4) 2013. Investigation coordinated by synthes (B)(4). The customer's complaint that the device smelled like something was burning was confirmed. A functional assessment was performed which confirmed that the circuit was damaged causing an overload. This was due to normal wear over time. Device used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported the universal battery charger was in need of repair. The user facility confirmed the device was in a room charger when a smoke odor was detected. The device was not used in surgical procedure, no patient involvement. No additional information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the lot number reported in previous medwatch is a supplier lot number. The synthes lot number is 6003934.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.